Event description:
Device analysis of the returned electrode revealed that the shaft was separated from the hub and not returned for analysis. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.

Manufacturer narrative:
Correction to initial MDR in field. It should have been (B)(6) 2017.

Event description:
Device analysis of the returned electrode revealed that the shaft was separated from the hub and not returned for analysis. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.